Manufacturer narrative:
Patient information: unknown/ not provided. Asku. Date of event: unknown, not provided. If implanted, give date: not applicable, as no indication that lens was implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded product has lens defective. The suspect product will not be returned. No other information provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 9, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. No complaint lens was returned. The handpiece was inspected and presented with a plunger rod fully retracted. The complaint device was disassembled and no assembly issues were identified. The complaint issue "dc-lens damaged" was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.